Manufacturer narrative:
(B)(4). Batch # n56w5p. The analysis results found that the ats45 device was received with the jaws misaligned, and with one tr45w reload present. The reload was received unfired and with the lockout spring normal. The jaws had to be manually aligned in order to close the device. When the device was closed, it was noted that the jaws where extended from the shaft due to a non-conforming crimp assembly that would not hold the jaws in position. No functional test could be performed due to the condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure the surgeon complained that two devices would not close/clamp during a procedure. There was no adverse consequence to the patient.